Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted. G2: foreign: canada. E1: telephone: (B)(6).

Event description:
It was reported that during an unknown time the plate cannot move forward/backwards. The handle doesn't turn properly. No info on patient harm or surgical delay. Diligence is complete as no additional info was noted.